Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name/indication of initial surgery? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? How was the suture placed (interrupted or continuous)? Product lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before during, after the suture placement? When (# of post-op days/weeks) and how was the infection diagnosed? Patient symptoms -manifestations of infection (location, severity, appearance, systemic or local reaction, superficial or deep ssi) was any prescribed medication (oral antibiotics and/or steroids) given to treat infection? Please specify. When was slow suture absorption diagnosed by doctor? Was the suture removed during surgical re-operation? If yes, date and details of re-operation. What was the suture appearance during suture removal? Other relevant patient comorbidities/concomitant medications? What is the patient current status? The patient demographic info: age, gender, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. The patient returned to the clinic as the suture did not absorb so the area got infected and suture was removed. Additional information has been requested.